Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported that during a normal saline infusion the nurse was preparing to attach another tubing set to the blue chemotherapy lock port when the tubing separated and fell into the nurse's hands. There was no report of patient harm.

Event description:
The customer reported that during a normal saline infusion the nurse was preparing to attach another tubing set to the blue chemotherapy lock port when the tubing separated and leaked as it fell into the nurse's hands. There was no patient harm.

Manufacturer narrative:
The customer's report that the tubing separated at the y port was confirmed. A partial set was received with the pvc tubing and attached components below the distal smartsite port missing. Examination under magnification showed insufficient solvent on the interior walls along the outlet of the distal smartsite port. Functional testing was deemed unnecessary due to the obvious separation. The root cause was insufficient solvent being applied at the engagement of the tubing.

Event description:
The customer reported that during a normal saline infusion the nurse was preparing to attach another tubing set to the blue chemotherapy lock port when the tubing separated and leaked as it fell into the nurse's hands. There was no patient harm.

Event description:
The customer reported that during a normal saline infusion the nurse was preparing to attach another tubing set to the blue chemotherapy lock port when the tubing separated and leaked as it fell into the nurse's hands.